Event description:
Infuse was used in an off-label manner without knowledge in my l5-s1 lumbar fusion (posterior lumbar interbody fusion) in (B)(6) 2009. I had bone overgrowth onto the l5 nerve root, causing pain and numbness in my left lower leg and foot with an inability to walk normally. I could not bring my foot up at the ankle nor raise my toes upward. Revision surgery was done (B)(6) 2009, but the numbness and pain are permanent. Bone has continued to grow since the revision surgery, now also causing pain on the outer side of my left thigh.